Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm that they were unable to clear. Customer stated a battery replacement was unable to resolve the alarm. The customer's blood glucose was 220 mg/dl. The customer reported exposing the insulin pump to salt water.. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
No button error alarms were noted. The pump was received with unresponsive buttons due to corroded keypad traces. Unable to perform the displacement test due to the unresponsive buttons. The pump had moisture damage on the electronic assembly and motor assembly. The pump also had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the display window corners, a scratched case, and a cracked reservoir tube.